Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). Section h, device evaluation: result - a sample is not available for evaluation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined. If a sample or additional information is received after this time, a supplemental report will be filed.

Event description:
It was reported that approximately 20 syringes from various boxes had shields that were difficult to remove. The customer poked her finger after pulling very hard to remove the shield from the suspect device. No medical interventions were received.